Event description:
It was reported that the implant broke during surgery. First implant broke on impaction, fragment is still in the patient, secured normally. Second implant broke at middle of length and was completely removed. Procedure was an rcr.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Both devices were received and an evaluation was conducted. Device history record revealed nothing relevant to this event. One device received for evaluation without packaging or labeling. Device consisted of the driver only as the implant and sutures were not returned. Driver tip was not twisted or bent. Evaluation of the driver component did not reveal any damage relevant to the complaint. It is also unknown from the details provided in the event description what type of bone was encountered, how the bone prep was completed, or where the implant broke. Evaluation of the second device reveals the implant to be intact but on the verge of cracking as evidenced by the stress marks present in the leading three threads. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.